Event description:
Event description guidant received information that attempts to interrogate the implantable cardioverter defibrillator (ICD) 59 months post implant resulted in an error message. Telemetry could not be established therefore the ICD was explanted. A new device was successfully implanted.